Manufacturer narrative:
Date of initial report sent: 10/01/2009.

Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: the clip did not close. The clips were retrieved from the patient. They did not fall into the patient's cavity, or time was extended by 45 minutes.